Event description:
This is a user complaint regarding the "onetouch delica lancing system" used for blood glucose testing. I have received three of these devices from (B)(6) hospital in (B)(6). Two of them came with the boxed onetouch ultra 2 kits that I received more than a year after the first one. The other one was from a recent refill. None of the lancing devices work properly. Even at the maximum penetration depth setting of 7, I cannot get a reliable sample from any finger except for my little fingers, and even then I have to squeeze rather hard. On other fingers I might have to try two or three times to even see a tiny useless pinpoint of blood and then squeeze extremely hard and still not get a sample large enough to use. This situation requires constant penetration of just two fingers. I've also tried washing in warm to hot water to increase blood flow and even tried adding swinging motions to my hand or complete arm swings to get more blood to my fingers but none of this helps one bit. I do not have calloused fingers. I'm (B)(6), a retired (B)(6), and live in an apartment where activities which would create callouses or tough skin on my fingers simply don't exist. In fact, my hands and fingers are very soft. I've made my complaint about this to a pharmacist at (B)(6) pharmacy and was told to also make an add'l complaint to onetouch, which I have just done. I'm so frustrated and fed up with this defective device that I refuse to use it anymore and have so informed my (B)(6) doctor. However, their previous design, not the "new" defective one, worked just fine but then onetouch just had to "improve" the lancing device so that it no longer works. Further, the old device needed to be set at only about 40% of its maximum setting to work reliably while the new one would not even work at maximum. I am convinced that this device's fundamental design is at fault with respect to both the plastic lancing holder and the replaceable lancing needles. This is a system which is clearly ineffective in performing its intended function. I do not intend to use any more of this company's products in the future.